Manufacturer narrative:
Follow-up #1: date of submission 04/13/2017. Device evaluation: the device has been returned and evaluated by product analysis on 03/22/2017 with the following findings: on investigation, there was no evidence of moisture ingress from external examination. Leak testing revealed moisture leakage at a crack in the pump case. The pump was opened for further investigation revealing moisture present throughout the inside of the pump including the printed circuit board and display flex. Investigation confirmed the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was alleged that there was moisture in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.